Event description:
It was reported that the pt expired, cause of death was unk. The pump was not explanted. Several attempts to follow-up for additional info were made without success. The type of medication, concentration, and daily dose being administered via the pump were not reported; the manufacturer's device registration system indicates it was baclofen.

Manufacturer narrative:
.